Event description:
It was reported that the patient presented with spasticity about 7-10 days prior to the refill date. The hcp refilled the pump. In 2008, the patient again presented with spastic symptomology approximately 2-3 days before the pump reservoir refill date. The hcp refilled the pump again. In early 2009, the hcp found that the reservoir was completely empty. The pump was refilled with 40 ml of baclofen. The reservoir was noted to be empty again sixteen days later. The hcp tested the catheter with contrast. The catheter was found to be "in place and with no disconnections or leakages". The hcp then filled the pump reservoir with physiological solution and programmed a minimum rate. After only 3 days, the reservoir appeared empty again. No overdose symptoms were reported. The hcp suspected that the pump may have had a leak as it was empty too soon after refill. A test of the pump was performed by the hcp; leakage was not confirmed. The hcp explanted and replaced the pump after an implant duration of 23 months. The patient was reported to be "well" with the new pump. The drug concentration and daily dose were not reported.

Manufacturer narrative:
In 02/23/2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.